Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was experiencing a shocking sensation from the vns. It was reported that the patient was scheduled for generator replacement because the patient's neurologist did not know why the shocks were occurring. Clinic notes dated (B)(6) 2014 note that the patient had been complaining of left side electrical sensations when turning his neck to the left. Clinic notes dated (B)(6) 2015 note that the patient is feeling shocks and misfiring and that the vns is not working. It was noted that the patient feels a pulling on the left side of his neck and that he has been having a few seizures; however, it was also noted that the patient has not been taking medications prescribed at the last visit. Clinic notes dated (B)(6) 2015 note that the patient complains of the generator shocking him to the point of tears. The patient was seen the day prior at which time device settings were lowered which was noted to have worked to decrease the shocking sensation. It was noted that the generator is shorting out and the battery was malfunctioning and the patient would be referred for surgery to replace the battery. Further follow-up revealed that the patient was standing in his kitchen two weeks prior when he felt the device begin to stimulate. The patient reported that he normally has a choking sensation with stimulation, but this instance it did not go away. The patient reported since that time he experienced severe choking and painful stimulation. During the surgery, pre-operative diagnostics resulted in high impedance. Both the generator and lead were then replaced. The explanted devices were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed 07/27/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the explanted lead was completed on 08/12/2015. The reported allegation of high impedance was not confirmed. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.